Manufacturer narrative:
Customer service conducted troubleshooting with the customer, including disassembling, inspecting, cleaning and reassembling the kit and tubing set; and verifying breast shield fit. Following troubleshooting, the customer indicated that one of the barriers was not laying flat. A replacement spare parts kit was sent to the customer. The customer was contacted by a complaint handler on multiple occasions, including in writing, to get additional information, with no response as of the date of this report. The instructions for use provides instructions for breast shield sizing, including reference to medelabreastshields.com and referral to a lactation consultant for assistance in choosing the correct size breast shield. Medela is filing this report, which is considered a serious injury as it required medical attention (medication was prescribed).

Event description:
On (B)(6) 2018 the customer alleged to medela (B)(4) that she was experiencing low suction with her freestyle breast pump. She additionally alleged that her nipples were rubbing while using the 27mm breast shields, causing pain and her doctor prescribed nystatin to use for two weeks to help with chaffing. She indicated that she tried the 30mm breast shields, but found that they were too big.